Manufacturer narrative:
The country of origin is (B)(6). The field service engineer checked the system and performed customer education on sample preparation and analyzer maintenance. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys toxo igm assay from a cobas e 411 immunoassay analyzer serial number (B)(4). The customer reported positive results for toxo igm. The sample was retested at another laboratory using the clia method where the results were negative. The questionable results were not reported outside the laboratory.